Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a dental visit and they were referred to a specialist for tmj issues. They also have needed dental work scheduled this is a contraindicated patient.